Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the right ventricular lead exhibited high impedance. Fracture was also noted. No inappropriate therapy was delivered. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition post procedure.